Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a minicap transfer set leaked; further described as "when the (twist) clamp was closed, the fluid continued coming out." This occurred at the patient's home during peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed, and it was noted that the occluder feet on the main body were broken. Functional testing including clear passage testing was performed with no issues noted. Leak testing and clamp function testing failed due to the broken occluder feet. The reported condition was verified. The direct cause of the event was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.